Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for the caller to press the button more effectively, but despite these efforts, the difficulty persisted. A replacement pump was not issued due to an expired warranty, and a suppliers report was provided. Customer reverted to an alternate method of insulin therapy.